Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient arrived at the emergency room with complaints of not feeling well and feeling tired. No telemetry or interrogation was possible on the device. The patient was admitted and a replacement scheduled. No further patient complications have been reported as a result of this event.